Manufacturer narrative:
The product is available for evaluation; however, as of to date it has not been returned. This device is distributed in the united states. Additional information has been requested and will be submitted within 30 days upon receipt.

Event description:
The report received indicated that during a coronary procedure the balloon burst as the stent was being deployed. However, the stent was still deployed successfully. There was no report of injury to the patient.